Event description:
The vacuum biopsy foot pedal did not work, and the vacuum and lavage unit malfunctioned. Staff was able to problem solve and complete the biopsy. The manufacturer was contacted afterwards, and a poor connection to the foot pedal was identified as the cause. Staff was instructed to test the foot pedal operation prior to its use in procedures in the future. The manufacturer will send a replacement foot pedal as a precaution, but they are certain that this was a connection problem. Additionally, the biomedical staff added strain relief to keep the hose from becoming kinked.